Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: as no product, photos or images received to support this investigation it has not been possible to conclude an exact root cause for this event. Nothing indicates device failure or that the device was not advanced accordingly to instructions. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a (B)(6) male patient underwent tevar. Approach was gained from the right fa which was 8.5 mm in diameter. The physician judged that the patient was suitable for the endovascular repair based on tortuosity level near the taa. The procedure plan was to place zteg-2p-34-202-pf first in the distal site, then zteg-2pt-40-208-pf second in the proximal site. The first stent graft zteg-2p-34-202-pf was placed in the distal site as the proximal end of the stent graft almost aligned with the proximal end of the aneurysm. The delivery system of the second device zteg-2pt-40-208-pf was subsequently advanced, but it would not advance more proximal than the proximal end of the first stent graft. The second device zteg-2pt-40-208-pf was changed with another manufacturer's one ((B)(4)). Gore's device could advance through the first stent graft and the procedure was completed with no endoleak. Patient outcome: there have been no adverse effects to the patient reported.